Event description:
It was reported by service report that the fowler will not raise or lower. It is also found that the fowler cylinder was leaking fluid onto the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler.